Event description:
It was reported through the litigation process that a vena cava filter was placed above the renal veins in a patient with term pregnancy and a history of deep vein thrombosis. Approximately five years nine months post filter deployment, it was alleged that the patient experienced chest pain and an unsuccessful filter retrieval attempt was performed. Approximately five years eleven months post filter deployment radiology and CT reportedly demonstrated the filter tilted with the apex and limbs perforating the vena cava, three detached limbs, and one fragment migrated to the right pulmonary artery. The filter was retrieved and a small contained leak was identified where the apex perforated the vena cava. Two detached limbs remain in the pericaval soft tissue and the fragment remains in the pulmonary artery. The current status of the patient is unknown. New information received: it was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and embedded the wall of the ivc. Filter limbs and the device was unable to be retrieved. The device was removed percutaneously after a previously attempted but unsuccessful percutaneous removal procedure. Filter limbs were removed percutaneously after a previously attempted but unsuccessful percutaneous removal procedure. The patient experienced chest pain. However, the current status is unknown.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately six years one month post deployment, a preliminary chest radiograph demonstrated a 1 cm filter fragment in the right pulmonary artery. The 3-d cavogram and dyna CT demonstrated the tilted bard filter with the apex perforated 1 cm beyond the caval lumen, multiple leg and secondary strut perforations, and one secondary strut fracture. The retrieval procedure was difficult and complex due to filter tilt and the apex penetration 1 cm beyond the lumen. A post retrieval cavogram demonstrated two fractured struts remaining in the pericaval soft tissues and a migrated fracture fragment in the right pulmonary artery. Therefore, the investigation can be confirmed for filter tilt, perforation of the ivc, limb detachment and retrieval difficulties. Per the provided medical records, the filter was deployed suprarenal in a pregnant patient. Per the IFU(instructions for use)," the safety and effectiveness of this device has not been established for pregnancy, nor in suprarenal position." Therefore, it is possible that the patient factors could have contributed to the alleged deficiencies. However, the definitive root cause is unknown. (Device code: 1528). Labeling review: the current IFU (instructions for use) states: precautions: the safety and effectiveness of this device has not been established for pregnancy, nor in suprarenal position. Warnings: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for filter tilt, perforation of the ivc, limb detachment, and retrieval difficulties as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed above the renal veins in a patient with term pregnancy and a history of deep vein thrombosis. Approximately five years nine months post filter deployment, it was alleged that the patient experienced chest pain and an unsuccessful filter retrieval attempt was performed. Approximately five years eleven months post filter deployment radiology and CT reportedly demonstrated the filter tilted with the apex and limbs perforating the vena cava, three detached limbs, and one fragment migrated to the right pulmonary artery. The filter was retrieved and a small contained leak was identified where the apex perforated the vena cava. Two detached limbs remain in the precaval soft tissue and the fragment remains in the pulmonary artery. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately six years one month post deployment, a preliminary chest radiograph demonstrated a 1 cm filter fragment in the right pulmonary artery. The 3-d cavogram and dyna CT demonstrated the tilted bard filter with the apex perforated 1 cm beyond the caval lumen, multiple leg and secondary strut perforations, and one secondary strut fracture. The retrieval procedure was difficult and complex due to filter tilt and the apex penetration 1 cm beyond the lumen. A post retrieval cavogram demonstrated two fractured struts remaining in the pericaval soft tissues and a migrated fracture fragment in the right pulmonary artery. Therefore, the investigation can be confirmed for filter tilt, perforation of the ivc, limb detachment and retrieval difficulties. Per the provided medical records, the filter was deployed suprarenal in a pregnant patient. Per the IFU(instructions for use)," the safety and effectiveness of this device has not been established for pregnancy, nor in suprarenal position." Therefore, it is possible that the patient factors could have contributed to the alleged deficiencies. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (B)(4).

Event description:
It was reported through the litigation process that a vena cava filter was placed above the renal veins in a patient with term pregnancy and a history of deep vein thrombosis. Approximately five years nine months post filter deployment, it was alleged that the patient experienced chest pain and an unsuccessful filter retrieval attempt was performed. Approximately five years eleven months post filter deployment radiology and CT reportedly demonstrated the filter tilted with the apex and limbs perforating the vena cava, three detached limbs, and one fragment migrated to the right pulmonary artery. The filter was retrieved and a small contained leak was identified where the apex perforated the vena cava. Two detached limbs remain in the pericaval soft tissue and the fragment remains in the pulmonary artery. The current status of the patient is unknown. New information received: it was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and embedded the wall of the ivc. Filter limbs and the device was unable to be retrieved. The device was removed percutaneously after a previously attempted but unsuccessful percutaneous removal procedure. Filter limbs were removed percutaneously after a previously attempted but unsuccessful percutaneous removal procedure. The patient experienced chest pain. However, the current status is unknown.